Event description:
It was reported by the hcp that the patient has an infection. It is unknown whether the device remains implanted.

Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.